Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he had a cortisone shot in the shoulder that caused the blood glucose to go high to 400 mg/dl. The caller declined troubleshooting. The insulin pump was not replaced or returned for analysis.